Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v003770, implanted: (B)(6) 2006, product type: lead. Product ID: 3708320, serial# (B)(4)implanted: (B)(6) 2006, product type: extension. Product ID: 3708320, serial#(B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The patient's health care provider (hcp) reported that the patient had a loss of therapy. The patient was seen on (B)(6) 2015 and they told their hcp that the device was not working at all but there was no mention of elective replacement indicator (eri) or end of service (eos) messages. Then again on (B)(6) 2015, the patient noted they were getting stimulation on the left side but not the right. It was noted that replacement was discussed but no plans set or interventions planned. The indications for use were for chronic low back pain. No cause, intervention or outcome was provided however additional information has been requested. If received, a follow-up report will be sent.